Manufacturer narrative:
H3:product analysis: evaluation could not reproduce the reported malfunction of that attachment not working. The likely cause of failure is inadequate preventive maintenance. It was also noted that the device runs although it sounds rough, laser markings are partially blurred, distal bearing is detached and sleeve tactile o-ring is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of attachment not working. It was reported that there was no patient involvement. Repair escalated to a product event due to customer indicates report is a complaint and on evaluation due to bearing detachment